Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastroint estinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patients ins is implanted under their left rib cage and the ins moves up and down inside the patient. The patient was redirected to follow up with their healthcare professional. No symptoms reported.